Event description:
Literature review titled ¿Predicting device-related complications among women undergoing breast implant surgeries¿ reported ¿device rupture/deflation, capsular contracture, and device malposition¿. This record is for an unknown side. Device was explanted. The number of patients involved is unknown.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: device rupture/deflation, capsular contracture grade unknown, and device malposition.The reported events (capsular contracture grade unknown) are physiological complications, and device analysis typically does not help Allergan determine the cause.Article Citation: Earnest, Arul et al. ¿Predicting device-related complications among women undergoing breast implant surgeries.¿ Journal of plastic, reconstructive & aesthetic surgery : JPRAS, vol. 119 164-176. 11 Jun. 2026, doi:10.1016/j.bjps.2026.06.003.